Event description:
It was reported that the patient underwent a surgery to remove this tactra for unknown reasons. An inflatable penile prosthesis (ipp) was implanted. There were no patient complications reported.